Event description:
It was reported by the patient's legal representative that the patient underwent an initial hip replacement on the (B)(6) 2006. Subsequently, a revision surgery took place on (B)(6) 2012 due to severe pain. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Initial reporter contact name - unknown. Manufacture date - unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-03317.